Event description:
It was reported that the right ventricular lead exhibited high impedance and high capture thresholds. The patient would be monitored.

Manufacturer narrative:
No medwatch form was received.